Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the collar/distal shaft area, tip damage (misshapen), and a kink in the distal shaft located 24cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 16jul2020. It was reported that the guidezilla could not cross the lesion. The 90% stenosed, 32mmx2.75mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a partial separation in the collar/distal shaft area.